Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose values of 29, 80, and 90 mg/dl when all tests were performed within 5 minutes on the compact system. No report of any actions taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.